Event description:
It was reported that the right ventricular (rv) lead experienced short interval counts (sic) and one high rate non-sustained tachycardia episode which suggested noise on the rv tip to rv coil. The physician elected to monitor the patient. The rv lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. On 2014-(B)(6) noise is observed on a high rate non-sustained episode. Since 2014-(B)(6), six short interval counts (sic) collected.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.